Manufacturer narrative:
Philips service performed host computer diagnostics but found no logs. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device failed to start, and the issue was resolved after multiple restarts on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.